Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a generator error. The power supply output was 4.8. The power supply was replaced and adjusted voltage to 5.1v. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned power supply determined that there is an electrical failure when analyzed. Analysis states that it failed the bench test and output voltage drifted to 4.8vdc. Other relevant device(s) are: product ID #: bi71000450, lot #: rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system' pendant would not boot to 2d. The manufacturer representative confirmed red "x'"s for both motion controls and the x-ray. It was reported that after powering down the system, the pendant gets stuck in "initializing please wait". No patient present.